Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the femoral artery it was reported that the balloon would not inflate. Upon removal of the balloon catheter the physician noted a kink on the shaft. It was noted that the balloon was not inspected prior to use and the kink did not occur during use. There was no reported pt injury. During analysis of the returned product a tear was discovered on the balloon catheter shaft. It is assumed that the shaft leakage caused the reported balloon inflation difficulty experienced by the customer. The exact cause of the damaged condition of the catheter shaft could not conclusively be determined. A clinically used opta pro balloon catheter was returned for analysis. Residuals of crystallized inflation medium were observed inside the balloon. The catheter shaft was kinked/torn at the distal end of the luer hub. As no lot number was available, no review of the mfg records could be performed. During inflation of the balloon, a leakage was observed at the position of the torn shaft. After the hub was cut off, the balloon could be inflated and deflated without any difficulty. Microscopic examination revealed no mfg related anomalies that might have caused the kinked/torn condition of the catheter shaft. No additional anomalies were observed that might have caused the reported inflation difficulty. It is assumed that the shaft leakage has caused the reported balloon inflation difficulty experienced by the customer. All products were checked at visual aspects during the mfg process and before being packed. Although the exact cause of the damaged condition of the catheter shaft could not conclusively be determined, there are no indications that it was related to the product mfg process.

Event description:
During a dilatation procedure to the femoral artery, the opta pro balloon catheter (4194040s) did not inflate. After usage, a kink was observed in the shaft. The balloon was not checked before usage and the kink did not occur during use. The procedure was completed with another opta pro balloon catheter. There was no injury to the pt. The product will be returned. Upon completion of failure affects lab (fal) analysis on 4/17/2007, it was determined that the product contained a tear in the shaft at the distal end of the luer hub. This failure is reportable under medical device regulatory reporting guidelines.